Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was fully attached to fridge. The field service engineer powered off the station, removed old adhesive and applied new one. Aligned smart remote manager to door hasp and powered station back on. All tests have been successfully completed, and there are no additional issues. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a refrigerator was not open every time. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was no harm or delay in patient care. There were no adverse events or injuries reported based on this event.